Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support experienced ventricular tachycardia requiring cardioverting. Additionally, the left arm, which is the impella side, has swelling. There is a lot of drainage from the impella 5.5 access site. It was managed by redressing the site. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.